Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred during of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. The nurse stated that therapy was ended. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The nurse wold start therapy over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.